Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer was unable to be turned on. It was further reported that when it was able to be turned on it was not able to be booted up or to interrogate devices. It was noted that changing out the programmer head did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the programmer was unable to turn on and it was attributed to a "bad" link electronic module (lem), considered a hardware malfunction and the lem board was replaced and calibrated. Analysis also found that the left and right keyboard hinges were broken, the printer drawer was missing its paper guide, the lower case was scuffed up and rubber pads were damaged. All defective parts were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be turned on. It was further reported that when it was able to be turned on it was not able to be booted up or to interrogate devices. It was noted that changing out the programmer head did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.